Manufacturer narrative:
During an in-service appointment by the olympus endoscopy support specialist (ess) at the facility, the facility staff informed the ess that the facility does not have the brush (maj-1888) required to execute the cleaning steps correctly. Ess has supplied the required brush model number (maj-1888), so that the facility can perform the cleaning steps correctly. An offer for a full in-service has been extended to the facility but not been scheduled yet. The device is not returned. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
During an in-service appointment by the olympus endoscopy support specialist (ess) at the facility, the facility staff informed the ess that the facility does not have the brush required to execute the cleaning steps correctly. The ess completed the in-service appointment going over the cleaning steps without the correct brush. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the facility staff was less trained on device handling and/or reprocessing in accordance with instructions for use (IFU). A definitive root cause cannot be identified. IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿. IFU (reprocessing manual) says to use the single use soft brush (maj-1888) at ¿chapter5 brush the forceps elevator¿. Olympus will continue to monitor the field performance of this device.